Event description:
It was reported that the patients ipg would not connect to the charger, remote control and the programming wand after a lead revision procedure (MFR. Report number 3006630150-2022-02435) wherein an electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was kept by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.